Event description:
It was reported that after insertion of the iab, repositioning was performed. After repositioning, augmentation was lost and blood was seen entering the helium tubing. The iab was removed and replaced without any complications.